Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to defective inspiration valve nt. Issue resolved with a new inspiration block.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However ,a vyaire field service representative(fsr) evaluated the device onsite and tried circuit test - failed for leak. Tried my circuit - passed but still have 401 error. Troubleshooting was done thru the manual. Both o2 cell and bronze filter are checked and turns out fine. Two screenshots were took with blower on - open/blocked. The error went disappeared after a reboot, but the valve still doesn't sound right when it starts up. Performed insp valve test. The inspiratory block was replaced and core test was performed. Pm (preventive maintenance) checkouts and verification check out were completed.the base with the broken wheel was replaced . The repair is completed and just waiting for the ecpiration valve adapter. No root cause has been determined yet because the investigation is still on going.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us shows technical failure code 401 -inspiration valve or device leaky. At this time, there is no information regarding patient involvement.